Manufacturer narrative:
Batch review performed on 03 october 2018. Lot 145347: 100 items manufactured and released on 09 october 2014. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, 99 items of the same lot have been already sold without any similar reported event.

Event description:
About 3 years and a half after primary the surgeon revised the patient hip for cup impingement with psoas muscle. Cup, liner and head swap. The surgery was completed successfully.